Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery during the manual prime process. The customer stated that she changed her infusion set thrice and still received the no delivery alarm. The blood glucose reading was 331 mg/dl. She complained of blurred vision. Upon troubleshooting, it was found that the insulin pump was working as designed. She stated that her blood glucose readings rose to almost 600 mg/dl at times. She had a high blood glucose reading of 576 mg/dl, which was treated with a manual injection. She advised that she was able to connect the insulin pump to her body successfully after troubleshooting was complete. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.